Event description:
Pt reported that it is taking 2-3 priming attempts to prime infusion set. After changing to a new infusion set, the pt was able to complete a normal prime. Pt stated that their blood glucose was affected due to insulin not flowing through the tubing. Treatment received, if any, was not specified.